Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens case. Visual inspection found a piece of one haptic torn off and missing. (B)(4)

Manufacturer narrative:
Patient code: (B)(4)- secondary surgical intervention, lens explanted. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -10.0 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted due to being too long. There was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.